Event description:
New information received from the following pacemaker clinic stated that the patient was doing fine in the previous follow up in clinic.

Event description:
New information received stated that the patient was having a hip surgery at the time of the event causing the emi oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with an episode of inappropriate shock due to electromagnetic interference (emi) oversensing. Upon review of the episode, it appeared to resemble oversensing of electrocautery. However, the clinician was not able to confirm that the patient had a procedure at the time of the event. The patient was scheduled for continued regular follow-up.